Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this reported event was not returned. Visual examination of the provided photograph confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re\2010opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka for the patient's right knee joint. It was reported during the surgery, when the surgeon removed the tibial insert trial with elevator, the trial broke. The surgery was completed with another device without any surgical delay. The surgeon checked no fragment in the body. The surgeon commented that he tried to remove the trial forcibly, so the trial broke. No further information is available.